Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. A supplemental report will be issued should further information be provided. (B)(4).

Event description:
It was reported that this lead was part of a system explant due to infection. No additional adverse patient effects were reported. At this time, there is no indication of product return.